Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that six months after the dental implant was placed, in ada site #13 of the patient¿s mouth, non-osseointegration was observed. The patient presented with bone type iii. Peri-implantitis, infection and bone resorption were involved in the event. The device will be forwarded to the manufacturer for investigation. Patient reported pain and swelling at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that six months after the dental implant was placed, in ada site #13 of the patient¿s mouth, non-osseointegration was observed. The patient presented with bone type iii. Peri-implantitis, infection and bone resorption were involved in the event. Patient reported pain and swelling at time of event, no further complications were observed.